Event description:
It was reported that when the sheath was in the patient, the physician tried to remove the wire and dilator. At which time, the top of the hub on the sheath as well as the valve came off. The patient was bleeding due to the open sheath. As a result, they removed the remainder of the sheath and placed a new sheath. It is unk if there was a delay in treatment. There was no pt death and pt outcome is unk.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.